Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. All device components were explanted. Additional information was received that the reason for explant was due to the patient being implanted with a pain pump and was no longer using the spinal cord stimulator (scs) system. The explanted devices were not returned.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 247848 / 256574.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. All device components were explanted.